Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.2, hardware: iphone18.1, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula failed to deploy during pod activation and the pink slide did not advance, indicating a needle mechanism failure. The patient stated that she did not feel the needle insertion, and upon removal of the pod, the cannula was not visible. This resulted in the patient's blood glucose levels to increase above 250 mg/dl. No medical intervention was reported in relation to this event.